Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on 01/10/2022. On 01/12/2022, the pediatric patient experienced a reaction that consisted of a rash with redness, inflammation, pimples, and dry skin at the sensor patch adhesive that extended more than a minimal distance past the sensor patch. The patient also had itching and burning sensations. The patient's parent treated the area with an over the counter topical antihistamine (B)(6) and (B)(6) spray. At the time of the report, the affected area was healing and the patient was doing good. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.